Event description:
It was reported the guidewire was stuck in the central venous catheter (cvc). The wire could not be removed from the cvc. No patient harm. Additional information received that the cvc was inserted in the area of the right internal jugular vein under ultrasound. The puncture with the needle was without any problem, blood was aspirated, but the wire could not be advanced. The user wanted to take the wire out of the need to check correct position, however, it was not possible to pull the wire out of the needle. The wire was stuck in the tip of the needle and the needle and wire were removed together from the patient. The same issue occurred in a second device (captured in 3006425876-2022-00454). A third set was used without problem.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire was stuck in the central venous catheter (cvc). The wire could not be removed from the cvc. No patient harm. Additional information recevied that the cvc was inserted in the area of the right internal jugular vein under ultrasound. The puncture with the needle was without any problem, blood was aspirated, but the wire could not be advanced. The user wanted to take the wire out of the need to check correct position, however, it was not possible to pull the wire out of the needle. The wire was stuck in the tip of the needle and the needle and wire were removed together from the patient. The same issue occurred in a second device (captured in 3006425876-2022-00454). A third set was used without problem.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and product lidstock for evaluation. The catheter was not returned. The guide wire was returned within its protective tubing and showed evidence of use. Visual examination revealed the guide wire contained one kink near the distal end. The distal j-bend was misshapen but intact. Microscopic examination of the guide wire confirmed the kink. Both welds were present and appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The kink in the guide wire was located 80 mm from the distal tip. The overall length of the guide wire measured 450 mm which is within the specification of 449.2 - 458.8 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.45 mm which is within the specification of 0.432-0.457 mm per guide wire product drawing. Dimensional inspection of the catheter could not be performed as the catheter was not returned. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Performed per the instructions for use (IFU) provided with this kit which states , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." Functional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring wire guide about 2-3 cm and attempt to remove the spring wire guide. If resistance is again encountered, remove the spring wire guide and catheter simultaneously. The customer report of guide wire kinking was confirmed through examination of the returned sample. The guide wire was kinked 80 mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.